Event description:
It was reported that the devices were tested at the beginning of procedure. However, during procedure they did not work. Took another handpiece, tried with 1st device, it did not work. Used second disposable with handpiece and it did not work. Finally got another device and completed the procedure. No pt consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. Add'l lot number: c4dv8r.